Manufacturer narrative:
Date sent to FDA: 10/7/2020. Additional information: a2, b7, d1, d2, d4, d7. Additional b5 narrative: it was reported that the patient experienced pain following the surgery. It was reported that the patient underwent removal surgery on (B)(6) 2015 due to recurrent hernia and adhesions.

Manufacturer narrative:
Date sent to FDA: 09/14/2020. Corrected information: a3. Additional information: a1, a2.

Manufacturer narrative:
Date sent to FDA: 10/9/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedures are captured under separate files. No additional information was provided.